Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 967 mg/dl. It was stated that the customer noticed that his blood glucose levels kept elevating prior to the event. The insulin pump was out of warranty, and the customer's wife was given the out of warranty options. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, error and self tests. All operating currents were within specifications. The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to conduct the basic occlusion, occlusion and excessive no delivery alarm tests due to the prime anomaly. The insulin pump had a scratched window display window and cracked battery tube threads.